Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse found that the system was powered on in normal mode with no customer facing errors present; however, the logs had error 417 indicating a power supply error. The fse replaced the power supply switcher (rmpgs), system power manager (spm), and the medical grade power supply (mgps) to spm cables with load sharing. Upon completion, no errors were present in the logs. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the system power manager (spm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint. The spm was installed and tested on the pca test system and it started up without any error. The system ran forty power cycles with the spm and all passed. The spm remained on the test system for one hour in normal operation while testing other boards and there was no error reported. It was noted there was nothing wrong with the spm and the issue was most likely caused by the power supply. Intuitive surgical, inc. (Isi) received the medical grade power supply (mgps) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint; however, confirmed the error/fault occurred via the system error logs. The power supply was installed into a xi system and it sat in idle in normal mode. The system ran ten power cycles without error. One of the fans did not run. The power supply was old and would be scrapped. The other parts involved with this complaint are field scrap items and will not be returning to isi for further investigation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse) while troubleshooting the issue with the customer. Investigation revealed the following possible related system errors: 1152/voltage fault error: the ppd in the psc upd is reporting a severe over-voltage or under-voltage fault and 417/one of the redundant power supplies is failing in the psc (power supply 2 faulted and is inhibited until a system restart). This complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that the patient side cart (psc) was running on battery. The tse reviewed the logs and found a loss of ac power to the psc and the system was running on battery. It was noted that the customer tried to connect the psc to a new outlet with no change. After, the tse had the customer verify the circuit breaker was in the ¿on¿ position and the emergency power off (epo) button was flush with the housing. The customer then removed the instruments and power cycled the system breaker and did an epo. Once the system powered up normally, the customer re-installed the instruments and the customer continued with the case. However, the error returned. The tse viewed the system event logs and confirmed error 817 and 1152 indicating a loss of ac and non-recoverable fault pointing to the patient side power distributer (ppd). Following another reboot and the system giving another 1152 non-recoverable fault, the surgeon elected to convert the case to open. There was no reported injury or harm. Isi followed up with the nurse and obtained the following additional information: the nurse confirmed the reported issue occurred during a colostomy reversal procedure on (B)(6) 2021. It was stated that the procedure was converted due to the psc having repeated non-recoverable faults. At the time of the error, the nurse informed there was a grasper holding tissue and they successfully used the key to release the instrument. The nurse was unsure what type of instrument was holding the tissue and did not know if it would return. It was confirmed there was no injury or harm to the patient tissue. The nurse informed they called technical support and the system issue was not resolved. There was no video/image available for review. Isi followed up with the surgeon and obtained the following additional information: the surgeon did not know if the system was inspected prior to use. Prior to the reported event, the procedure had been in progress for about 2.5 to 3 hours. The surgeon confirmed they observed repeated non-recoverable 1152 errors and did not feel safe using the system and therefore the procedure was converted to open. At the time, a port was set up for dissection as the patient had adhesions. A camera, tip-up, bipolar and monopolar scissors instruments were used. No use of the wrench was required and no injury to the patient tissue was noted. The patient tolerated the conversion to open fine and was completed via open. The surgeon did indicate that post-operatively a skin incision was opened as the patient was obese and had scar tissues. A wound vac was used to close the scar. No video/image was available for review.